Manufacturer narrative:
The microsensor was returned for evaluation: device history record (DHR) - review of the history device records for the product code 826631 with lot 3994446 conformed to the specifications when released to stock. Failure analysis - based on the supplier analysis and investigation, the issue of the complaint has been confirmed. No visible damage to the millar sensor or connector. Catheter material mashed/kinked 8cm from connector. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. Root cause - based on the failure analysis, the cause of the problem stated to be mishandling of the catheter.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that the microsensor was found to be kinked prior to implantation into the patient on (B)(6) 2021. There was a 10-minute delay in the operative case and no adverse consequences. A new microsensor was used for the case.